Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that flap was created for right eye but flap was not lifted. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.50 x -.50 x 160; left eye pre-op 20/20 -2.25 x -.25 x 165. Patient was seen on (B)(6) 2015 to complete procedure and at one day post treatment was 20/20 in both eyes.